Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, customer reported an undefined high blood glucose (bg). Customer's bg was "high" according to continuous glucose monitor readings and was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.